Manufacturer narrative:
The field service engineer (fse) confirmed that a rinse head was generating bubbles and dripping. The fse checked the rinse heads, checked the rinse tubes pressure, primed the tubes, replaced the rinse head prime and vacuum paths, replaced valves, and readjusted the rinse detergent volume. Calibration and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 1 patient sample on a cobas 8000 c702 module. The initial creatinine result was 93. The result was reported outside of the laboratory. The physician questioned the result as it did not match the patient's clinical picture. The customer discovered that one of the rinse units on the analyzer was dripping. The sample was repeated on another c702 analyzer and the result was 347. The repeat result was deemed correct. The units of measurement were not provided. The reagent lot and expiration date were requested but not provided.